Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly following his revision surgery on (B)(6) 2016 the patient dislocated hi right hip on or about (B)(6) 2016 when he put his foot up onto a chair and bent over to remove lint from his pants. It is further alleged that the patient underwent 2 right hip reductions; he was totally sedated for the 1st reduction that failed; he was again sedated and the second reduction was successful. He now wears a hip brace and his movements are limited.